Event description:
It was reported that this implantable lead was part of the system revision due to infection with erosion. Reportedly, the patient had an infection at the sleeve fixing site, lead erosion, and atopic dermatitis. There were no additional adverse patient effects reported. The implantable lead was explanted.